Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Received one device, confirmed customers complaint during latch lock test it was reported that the latch/lock not responding. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿latch/lock not responding¿ was confirmed. The cause was the latch lock sensors failed. Replaced the latch lock, handle, sensors and ground strips. Further investigation found the upstream occlusion (uso) seal was buckled and replaced. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.